Manufacturer narrative:
The customer was provided with support with assistance from the ge healthcare remote technical expert. The customer was recommended to replace the adjustable pressure limiting (apl) manifold and then perform device testing. The customer followed the recommendations and reported the issue was corrected. No report of patient involvement. UDI#: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction which may result in a loss of manual ventilation. There was no report of patient involvement.